Event description:
The customer reported diluent leak of approximately 1 ml from the probe of the lh 500 hematology analyzer. The customer indicated that the leak was not contained to the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. The customer also reported h&h (hemoglobin and hematocrit) check failures which were unrelated to the probe leak. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and confirmed the leak from a hole in tubing through pinch valve pv49. The fse replaced the tubing and adjusted the probe wipe to resolve the leak. The fse also cleaned the blood sampling valve (bsv) to resolve the issue with h&h check failures. Failure mode of the leak is attributed to a hole in tubing through pv49.

Manufacturer narrative:
(B)(4).